Event description:
Staff members were attempting to cardiovert a 35 yr old female pt and the unit did not discharge. A nurse indicated that she did not hear the unit "click", the pt's rhythm did not change and the unit did not print a strip. The staff obtained another zoll unit (model and serial number unknown) an cardioverted the pt. There was no adverse effect on the pt.